Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occured. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent in the saphenous vein graft (svg) to the left anterior descending (lad) artery. The stent was advanced to the target lesion and deployed to 10 atm's for 19 seconds and again to 12 atm's for 7 seconds. The physician felt "stickiness" while trying to remove the balloon. No further info was provided but additional info has been requested. No pt complications were reported.